Manufacturer narrative:
Pt info unavailable. Computer was replaced per RMA and system is functioning correctly. System investigation is not yet been completed. No impact on pt outcome reported.

Event description:
The site called in to report that they were unable to navigate even though the frame and probe were at green status. Site reported that update continuously was selected and that they only used the footpedal on the screen, never the physical footpedal. No impact on pt outcome reported.